Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h11. This device has been received and analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the washing phase before application to the patient, the stent on a 10mm x 40mm precise pro carotid self-expanding stent (ses) delivery system detached from the shaft of the device. An 8mm x 40mm ses was used to complete the procedure successfully. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and there was no damage to the device packaging. There were no difficulties removing the device from its packaging. Saline solution was used to wash the stent. The device will be returned for evaluation. Addendum: product evaluation revealed the braidwire is exposed on the precise pro ses delivery system.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, during the washing phase before application to the patient, the stent on a 10mm x 40mm precise pro carotid self-expanding stent (ses) delivery system detached from the shaft of the device. An 8mm x 40mm ses was used to complete the procedure successfully. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and there was no damage to the device packaging. There were no difficulties removing the device from its packaging. Saline solution was used to wash the stent. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed, the device is not deployed, and the stent is properly mounted in the manufacturing position. The device presents an outer sheath separation that exposed the braidewire of the rx port. The separation is located approximately 21 cm from the distal tip. One kink was observed located approximately 143 cm from the distal tip. The hemostasis valve was returned tightly closed. No other outstanding details were observed. The usable length was measured and found within specification. Dimensional analysis was performed to verify the correct od/ID of the outer sheath. Measurements were taken near the separation and were found within specification. Due to the severe damages observed on the device the functional analysis could not be performed. The separated area was evaluated with a vision system, the outer sheath presented evidence of elongations on both edges exposing the braid wire. The elongations found on the outer sheath material are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The reported ¿stent delivery system (sds) deployment difficulty-premature deployment¿ was not confirmed as the device was returned with the stent in the manufacturing position as expected. However, subsequent findings of ¿inner shaft ¿ exposed braidewire/corewire¿ was confirmed via analysis of the returned device. However, the exact cause of the exposed inner shaft could not be determined. Vision system analysis presented evidence of elongations on both edges of the outer sheath exposing the inner shaft. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separation. It is likely procedural and/or handling factors during preparation may have contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The account number was not provided; however, the account information is as follows: medicall biomedikal mühendislik saglik hizmetleri tic.a.s t.garanti bankasi a.s - kadiköy ticari subesi swift : tgbatrisxxx iban: tr38 0006 2001 6730 0009 0860 04 additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the washing phase before application to the patient, the stent on a 10mm x 40mm precise pro carotid self-expanding stent (ses) delivery system detached from the shaft of the device. An 8mm x 40mm ses was used to complete the procedure successfully. There were no reported injuries to the patient. The device was stored per the instructions for use (IFU) and there was no damage to the device packaging. There were no difficulties removing the device from its packaging. Saline solution was used to wash the stent. The device will be returned for evaluation.